Manufacturer narrative:
Additional information was added: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information/correction to d4: unique identifier (UDI) #. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event occurred on an unspecified date in (B)(6) 2020. The user facility submitted a medwatch report for this event: 2400100000-2020-8004. (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the male luer of a clearlink system continu-flo solution set broke off leading to a leak. It was further reported that the male luer broke off into a microclave cap unnoticed. The nurse then connected the tubing to a new microclave cap and started intravenous (IV) doxycycline. Thirty minutes later the nurse noticed the patient's gown was wet and found that although the luer and the microclave cap were connected, the medication was dripping onto the patient instead of into the IV due to the broken IV tubing. This issue was identified during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.